Event description:
Customer reported her blood glucose was 145 mg/dl. After changing her infusion set, her blood glucose was 275 mg/dl. She treated with the device. Customer experienced no symptoms of high blood glucose. In troubleshooting, the customer was unsure whether the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Customer did not understand how to do the high pressure test. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by site or set issues. Customer was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).